Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the oversensing led to false atrial fibrillation episodes. Programming changes were made. There were no patient consequences, and the patient will continue to be monitored.